Event description:
The customer reported that low sample was pipetted into column 12 while pipetting of hcv assay. No erroneous results were reported.

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and inspected all tip and plunger clamps. The fe observed plunger clamp in position # 12 has stuck ejection pin. The fe cleaned plunger clamp in position # 12. The fe tested lld with splld test. The fe tested the summit with (B)(4) software test. All tests passed. Repairs have returned this instrument to expected operation. (B)(4).